Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 8. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an events of leakage cannula with an infusion set. Patient noticed that insert would not bring down the blood glucose level and the sets leaked at the quick release site. Peak blood glucose noticed was 406 mg/dl and used insulin pump to treat the same. Patient also reported to always bleed on removing sets overall and has bee seeing blood in cannula and tubing intermittently and excessive pain on insertions however did not receive medical treatment as a result. No further information available.